Event description:
It was reported that during a ptca procedure, the ultra 2 cutting balloon ruptured and a dissection occurred. The lesion being treated was in the mildly calcified left anterior descending artery (lad). The ultra 2 cutting balloon ruptured on the second inflation at 6 atms. The atms reached on the first inflation is unk, although it was reported as being below rbp (10 atms). The dissection was treated with stent deployment (MFR unk), and pt status was reported as 'well'.

Manufacturer narrative:
.